Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/30/2019.

Event description:
It was reported that the ventilator was failing flow testing. There was no patient involvement.

Manufacturer narrative:
G4: 17oct2019; b4: 22oct2019. The customer troubleshot with technical support. The customer replaced the flow sensor assembly to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator was failing flow testing. There was no patient involvement.